Event description:
Iapb inserted 10/10/97-on 10/12/97 at 0600 pt showed signs and symptoms of congestive heart failure. Rust colored material and tiny black specks in iabp tubing. Perfusionist called, confirmed leak in balloon, pump shut off and physician notified. Pt coded for respiratory arrest and ventricular tachycardia. Physician removed the pre-existing intra-aortic balloon pump and replaced it with a new one. Pt responded in a few mins with resumption of regular sinus rhythem and improved hemodynamics.